Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported patient experienced loss of effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.